Event description:
The customer complained that the abl805 was giving high calcium results when the first run of a sample is made. According to the printouts from the analyzer the following results were received: 22.12.2014, abl805. .15:55. . . 1,34mmol/l, abl825. .16:34. . . 1.20mmol/l, abl805. .16:36. . .1,19mmol/l. Five incidents of this error have been reported. The other four incidents will be reported in MDR 3002807968-2015-00001 to 3002807968-2015-00003 and 3002807968-2015-00005.

Manufacturer narrative:
After the first incident in november the field service engineer performed the following actions: replaced the measuring chamber, reference electrode, ca electrode and dummy electrodes. However since the problem reoccurred further investigation will be performed. The root cause investigation is thus not yet finalized. Datalogs from the analyzer have been received and will be investigated.